Event description:
It was reported that this tachy lead spooled right over the pericardium. Field representative indicated that it was an old medtronic array. This tachy lead was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).